Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a display (dim/faded/color spectrum) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
Follow up #1 submitted: (B)(6) 2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the pump powered on with a dim, discolored display screen. Investigation duplicated the complaint. Unrelated to the original complaint, the case was noted to be cracked near the lower-right corner of the display. A battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation.